Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed which revealed a leak above the fill port in back of the bag lower chamber. The reported condition was verified. The cause of the leak was due to a tear/hole in the back of the lower chamber identified via magnification; however the cause of the tear/hole could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix® 3000 ml dua l-chamber eva bag was leaking from the lower chamber. This was identified during filling. There was no patient involvement. No additional information is available.